Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this system had a untreated episode stored due to oversensing of myopotential noise. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted. (B)(6) 2021 it was reported that the patient received an inappropriate shock due to myopotential oversensing. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Code 3191 is used to indicate surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system had a untreated episode stored due to oversensing of myopotential noise. Technical services advised some testing options. Later, it was reported that the patient received an inappropriate shock due to myopotential oversensing. The system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.